Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific leads presented to the hospital after having a syncopal episode. Loss of right ventricular (rv) capture was observed on a 12-lead ECG performed in the emergency department. During the device check in the hospital, no lead issues were identified. However, another period of loss of capture occurred and the pacemaker technician checked the device again and increased the rv pacing output to 5v @ 0.4ms. After further monitoring, no additional events of loss of capture occurred and the patient was planned to be discharged to home. No additional adverse patient effects were reported outside of the syncope and hospitalization. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.